Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had frayed/severed cables. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure and the patient outcome are unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: confirmed that the were no reported patient consequences (no report of fragment fell into patient, no report of procedure conversion). The reporter is unable to provide further information.